Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) intravia containers, empty 500 ml capacity had clear plastic found in the bag that is not visually similar to a core. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye which observed small particles inside the bags. Additional light inspection was performed, 3 seconds against a white background and 3 seconds against a black background which verified a small clear plastic piece floating from the membrane port of both bags. The reported condition was verified. The cause of the condition could not be determined, however, the particles appear to be detached from the membrane of the port due to the spiking process by the end user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.